Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change out. During the procedure, it was noted that the right atrial (ra) lead exhibited low impedance measurements. The lead remained implanted and programming changes were made to deactivate the ra lead. The patient was in stable condition throughout the procedure.